Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a 3.0x20mm quantum maverick balloon rupture occurred. There were no pt complications. Additional information was requested, but unable to obtain.

Manufacturer narrative:
Device evaluation: the device has not be received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, supplemental medwatch will be filed.